Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph and two used samples without packaging were provided for investigation. Upon evaluation of the picture, a vertical crack was identified on the threads of the caresite body. Leakage testing was performed with leakage. The reported issue was not confirmed to be a manufacturing defect. Five retains from the reported lot number were tested and passed per specification. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Incidents of cracked/leaking valves may be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.

Event description:
As reported by the user facility: on the first day of using the connector for chemotherapy drug infusion, the patient found that the connector was cracked and leaking during the process.